Event description:
Senseonics was made aware of an incident in which the user reported being hospitalized, but no additional details were provided. The user confirmed that the hospitalization was not related to diabetes or the cgm. Per dms review, the user continues to use the system.

Manufacturer narrative:
The user reported being hospitalized, but no additional details were provided. The user confirmed that the hospitalization was not related to diabetes or the cgm. Per dms review, the user continues to use the system.